Event description:
Advocate states the customer tested his blood glucose using two contour meters and received a 210 mg/dl and a 106 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter and strips were sent to the customer and he is expected to return his strips for eval. Advocate was unable to provide customer's test strip info.